Manufacturer narrative:
The reported events of externalized conductors, lead fracture, and noise were confirmed. A partial lead was returned for analysis. Final analysis found the following: internal insulation abrasion was noted at 6.9 cm to 8.3 cm, 11.4 cm to 14.1 cm, 36.4 cm to 37.3 cm, and 38.6 cm to 39.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.0 cm to 8.1 cm, and 9.0 cm to 12.3 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation of the field of externalized conductors, lead fracture, and noise. External insulation abrasion caused by friction to another device or feature of the heart was noted at 62.5 cm to 62.8 cm , and 63.8 cm to 64.2 cm from the distal tip. As received, clavicle crush damage was noted at 56.5 cm to 59.3 cm from distal tip. The right ventricular conductor insulation was fractured. This is consistent with the observation from the field of lead fracture.

Event description:
It was reported that a right ventricular lead was explanted due to externalized conductors, a fracture, and noise. No further information was available.